Event description:
As reported by the field clinical specialist (fcs), approximately (B)(6) post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the patient presented dyspnea due to stenosis and paravalvular leak. The patient underwent a valve in valve procedure with a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is still ongoing.